Event description:
The facility stated that the surgeon attempted to implant a aa4204vl plate silicone lens, diopter 19.5. The lens tore prior to insertion into the eye. No pt injury. The facility stated that the lens tore due to the injector. The cartridge model and lot number was not specified by the facility.